Manufacturer narrative:
Sample integrity is the suspected cause as stated by the customer. Repeat testing on the same sample resulted in a higher result more consistent with previous sequential draws.

Event description:
A falsely depressed troponin I (ctni) result of 0.03 ng/ml was obtained. This result was not reported to the physician. The same specimen was retested and ctni result of 2.6ng/dl and 2.55 ng/ml were obtained. This was a sequential sample. Previous samples from the same patient read >2.0 ng/ml. Patient treatment was not presribed or altered. There was no report of adverse health consequences as a result of the falsely depressed ctni result. Analysis of instrument data did not identify an instrument failure. The suspected cause is sample handling as stated by the customer.